Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator exchange. During the generator exchange procedure atrial lead noise was noted. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.